Event description:
Journal reference: scherens et al. "Long-term respiratory depression induced by intrathecal morphine treatment for chronic neuropathic pain" anesthesiology 2006: 105:431-433. The article describes a case study involving a male pt being treated with an implantable drug delivery system (isomed) for pain following failed back surgery. The pump and catheter were implanted in 2004 with a daily dose of 14 mg morphine and 0.15 mg clonidine. Nearly two weeks later catheter leakage and dislocation occurred and provoked a withdrawal syndrome (catheter mfg not identified) to include inadequate pain relief. After replacement of the catheter and with the previous dose of morphine, cardiopulmonary resuscitation became necessary. The pt recovered completely. Subsequently the morphine dosage was reduced to 2mg/day. Over the next few months the dosage was somehow increased to 4 mg per day. The pt's psychiatric state and general condition worsened significantly. He presented with paralysis of the left arm and pulmonary function problems. Because of the symptoms of severe tiredness and depressed mood along with reduced pulmonary function, chronic opioid intoxication was suspected. A reduction in dosage from 4 mg to 1 mg and oral medication changes improved symptoms to include dyspnea and respiratory function recovered to normal.